Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the longevity of this pacemaker had decreased from 10 years to 6.5 years in between follow-up appointments. Review of the device memory confirmed the drop in longevity was due to frequent mode switching with increasing frequency as well as the patient being in constant atrial fibrillation. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.